Event description:
The customer reported to olympus that the insufflation was not working; irrigation not cleaning the lens on the evis exera iii colonovideoscope. The issue occurred during preparation for use. During inspection and evaluation black debris came out of the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a clogged nozzle. In addition, the following were identified: scope connector label was peeling off, non-standard insulation resistance, minor scratches on switch 1, play in right/left control knob, and heavy engaged, plastic distal end cover dent, light guide lens cracked, bending section glue cracked and minor scratches on the scope connector. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that black foreign material came out of the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and there were no reported deviations from the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: instruction manual gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.